Event description:
The customer reported receiving two false negative hcg results for one patient. The customer indicated the patient first presented on 10feb2024 for an epidural steroid injection due to neck pain. Prior to the procedure, a henry schein one step+ hcg combo test was selected and used to test for pregnancy. The customer indicated a negative hcg result was obtained and the patient was administered the epidural steroid injection. The patient then presented on 27feb2024 for an additional epidural steroid injection. Prior to the procedure, a henry schein one step+ hcg urine cassette test was selected and used to test for pregnancy. The customer indicated a negative hcg result was obtained and the patient was administered the epidural steroid injection. No adverse events were reported, however the patient did receive two steroid injections for pain management after receiving negative hcg results. On 5mar2024, the patient presented to the emergency room after fainting. The cause of the fainting was not reported, however a pregnancy test was performed at the facility which noted the patient was 5 weeks pregnant. Although requested, no further information was provided. See MDR 3006984151-2024-00004-00 for the event which took place on 27feb2024.

Manufacturer narrative:
N/a.